Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. Shall the log files be made available in the future, then this complaint will be reopened to conduct such a review. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: ¿ bladder or prostate capsule perforation. Based on the information provided, plus a review of the DHR, and IFU the event is considered not to be device related. No malfunction of the aquabeam robotic system was reported. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that the patient's bladder neck was undermined with resection into the bladder. The patient had a high bladder floor and neck, contributing to the difficulty of the case. A post-op computed tomography (CT) scan was performed, which confirmed there was no perforation of the bladder. The patient was taken back to the operating room to place a suprapubic tube. The patient is doing well. No malfunction of the aquabeam robotic system was reported.